Event description:
Vice president of a facility called to report the death of a pt who was using the omnipod system. The individual was a trial pt being managed by the facility. She had type 1 diabetes for 10 years and was at approximately 18 weeks of gestation. The training took place in 2008 at the pt's home. When the training was completed, the patient's blood glucose level was 130 mg/dl and the patient programmed and delivered a predetermined bolus insulin dose of 8 units. It appears that the. Pt was directed by the healthcare professional (hcp) to take 8 unit boluses with meals (cannot confirm at this time whether or no suggested bolus calculations were to be used). The pt was to eat lunch after taking the 8 unit insulin bolus, but the trainer was not longer present, so this cannot be confirmed. Pt was found unresponsive at approximately 4:30pm. Cause of death at this time is unk. No further info is available.

Manufacturer narrative:
The whereabouts of the device involved is not known, and was not returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. A follow-up report will be submitted should any additional info become available. The product user guide instructs the user the check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.